Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred one day after the sensor had been inserted in the abdomen. The cgm reading was 50 mg/dl but the patient lost consciousness. A family friend who was with the patient called emergency medical technicians (emt) and they took his blood pressure and a bg reading which was 115 mg/dl and the cgm reading was 50 mg/dl. The patient was taken to the hospital, there they took blood and urine test. He was treated with sugar water and intravenous (IV) medication. The patient was discharged the same day. At the time of the report the patient was still feeling tired and weak. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.